Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 179 mg/dl. The customer was able to reload the cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.